Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported that the customer was hospitalized with a low blood glucose of 38 mg/dl. The customer had fallen and was bruised in the night, possibly while getting up to treat for the low blood glucose, and also had a seizure. The customer declined to troubleshoot for the low blood glucose and was advised to follow up.